Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was eating a sandwich and about to sit down when she lost consciousness, fell, and broke her ankle. The patient¿s daughter called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 37 mg/dl and the cgm was reading 70 mg/dl. The patient was treated with IV fluids and IV dextrose. The patient was taken to the hospital and admitted. During her hospitalization, the patient had surgery on her broken ankle. The patient could not recall any of the other medications or treatments she may have received in the hospital. She was discharged home after 2 weeks. The patient was ¿fine and okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.